Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 3:00 pm, the patient was found unconscious in her car on the same day the cgm sensor was inserted into her arm. A police officer on the scene called 911. The patient has no recollection of whether a manual bg reading was taken or if any treatment was administered in the ambulance, as she remained unconscious during transport. She also could not recall whether her cgm receiver alerted her prior to the event. The patient arrived at the emergency room (ER) around 5:00 pm and was treated with IV sugar. She was given food prior to bg testing, which showed a value of 114 mg/dl. The cgm value was not checked at that time because the receiver was still in her car. When the patient¿s daughter arrived at the ER with the receiver, it connected to the dexcom device and displayed a reading of 223 mg/dl. Five minutes later, the cgm reading increased to 257 mg/dl, and then to 293 mg/dl after another five minutes. A manual bg reading taken during this time showed 121 mg/dl. The patient was discharged around 9:00 pm the same day. No additional medication or prescriptions were provided. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was treated with IV sugar. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.